Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.an analysis of the customer provided images confirmed the product information and revealed a breakage of the anchor proximal to the eyelet. A visual inspection revealed that the anchor was broken proximal to the eyelet. The proximal piece was not returned. There was some particulate debris on the device, but no other issues. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required.a review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected using a magnification lamp for embedded particulates, dust, contaminants, foreign matter, voids, and burn marks. A certification of compliance or evidence of conformance to material and process specifications is required.the complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder instability, the osteoraptor anchor broke off when it was being implanted. All the broken pieces were removed from the patient's anatomy using tweezers. No delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.